Manufacturer narrative:
The following sections could not be completed with the limited information provided. Dob - ni. Weight-ni.

Event description:
It has been reported that the patient was revised due to a left side femoral component being incorrectly implanted on a right side knee. It was noted that the component label did not state if it was a left or right side component.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: all poly patella, catalog#: 00597206541, lot#: ni. Articular surface, catalog#: 00595205010 or 00595205017, lot#: ni. Stemmed tibial component, catalog#: 00598005702, lot#: ni. Straight stem extension, catalog#: 00598801215, lot#: 62683499. Reported event was confirmed by review of photographs. Visual evaluation of the picture of the patient label in the information received determines that they match the patient label contained in the DHR, which does not indicate laterality. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. The root cause of the reported issue is related to the user error as there was no problem with the device and the labeling was conforming to specifications at the time of manufacturing. Also, the provided bill of implants for the primary bilateral surgery indicates that two left femoral components were ordered instead of a right and a left. The side is clearly indicated on the box label and per the surgical technique and IFU the surgeon is supposed to do a final check before implanting. Therefore user error is considered to be the root cause of the issue. A change has been made to add the side to the patient labels to mitigate this issue. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being filed to relay corrected information. Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.